Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable estradiol gen2 results on their e411 analyzer. The customer stated they thought the estradiol results seemed to be elevated since at least (B)(6) 2014. The customer returned patient samples for investigation. The customer provided data and samples for 13 patients, one of which had a discrepant result. The 12 other patient samples showed equivalent results. The patient's initial result from the customer's laboratory was >4300 pg/ml. The sample was diluted 1:5 and the result was 5225 pg/ml. The customer reported the result of 5225 pg/ml outside the laboratory. On (B)(6) 2014, the patient's sample was repeated using secondary samples created from the primary tube for the investigation. The patient's first repeat result was 3237 pg/ml and the second repeat result was 3297 pg/ml. The patient's sample was then diluted 1:10 and the result was 3656.0 pg/ml. The sample was diluted 1:5 and the result was 3787.5 pg/ml. The sample was finally diluted 1:2 and the result was 3462.0 pg/ml. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event. The estradiol reagent lot number was 173677. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. As the results from the 12 other patient samples provided by the customer compared to the results obtained during the investigation, this excluded a calibration/reagent/calibrator related issue. It was noted the customer did not perform the required quality control after calibration and prior to sample testing, and an issue with a specific reagent lot was not identified.